Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The customer noticed a tube on the cell rinse mechanism was leaking and the customer stopped testing. The field service engineer replaced the leaking tube and performed system adjustments and checks. The investigation is ongoing. D4 unique device identifier: (B)(4).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 and ca2 calcium gen.2 results for four patients tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer due to noticing the results could not be accurate. Patient 1's initial creatinine result was 7.92 mg/dl, and the patient's repeat result was 1.02 mg/dl. Patient 2's initial creatinine result was 8.90 mg/dl, and the patient's repeat result was 0.95 mg/dl. Patient 3's initial creatinine result was 6.20 mg/dl, and the patient's repeat result was 1.62 mg/dl. Patient 4's initial calcium result was 1.3 mg/dl, and the patient's repeat result was 8.4 mg/dl. The customer determined the repeat results were correct. The creatinine and calcium reagent lot numbers and expiration dates were requested but not provided.